Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's mother called stating her daughter's insulin pump has been alarming weak battery since last thursday. Customer changes the battery and the device turns on, showing an antenna icon, but then turns off. Customer said the device is on now and goes through cycles. Customer's blood glucose is 56 mg/dl. She treated with breakfast. Customer was advised the device will still function, but the battery life will be shorter than usual. Customer uses energizer batteries. The battery was not previously used. The device was not bumped or dropped. The battery cap is not loose or damaged. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.